Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an internal lesion due to the atrial lead. It was noted that during the lead implant five years prior, there was difficulty placing the lead due to the patient¿s anatomy. Now the lead no longer stimulated, the lead impedance was high, and the patient presented with atrial flutter, sick sinus syndrome and a thrombus in the atrium. The physician indicated that the patient¿s issues were caused by the lead malfunction. The lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a replacement of the atrial lead was planned.